Manufacturer narrative:
(B)(4). Date sent: 7/1/2025. D4: batch # unk. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. This report is being submitted as part of a retrospective review of published scientific articles captured under CAPA-014204. This report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot/batch number has not been provided. Additional information was requested, and the following was obtained: does the author/surgeon believe that the ethicon device caused or contributed to the patient complications mentioned in the article? If yes, please explain. No further information will be provided because we can¿t get any additional information from the author. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Title: comparison of operative outcomes between monopolar and bipolar coagulation in hepatectomy: a propensity score-matched analysis in a single center. Author(s): ryuta muraki, yoshifumi morita, shinya ida, ryo kitajima, satoru furuhashi, makoto takeda, hirotoshi kikuchi, yoshihiro hiramatsu, atsuko fukazawa, takanori sakaguchi, mayu fukushima, eisaku okada, and hiroya takeuchi. Citation: muraki et al. Bmc gastroenterology (2022) 22:154; https://doi.org/10.1186/s12876-022-02231-y. The purpose of this retrospective cohort study was to investigate whether the monopolar device has better hemostatic efficiency than the bipolar device and whether the monopolar device increases postoperative complications. From january 2009 to december 2018, 264 patients who underwent open hepatectomy were included in the study. The patients underwent open liver resection for benign or malignant hepatobiliary disease requiring a transection of the liver parenchyma with a competitor surgical aspirator (manufacturer: cusa; valleylab). Monopolar and bipolar hemostatic devices were used in 160 (monopolar group) and 104 (bipolar group) patients, respectively. The monopolar group was composed of 116 males and 44 females with a mean age of 68 years (range, 17-87 years) and the device used was a competitor monopolar hemostatic device (manufacturer: erbe elektromedizin gmbh). The bipolar group was composed of 73 males and 31 females with a mean age of 69 years (range, 30-85 years) and the device used was a malis bipolar electrosurgical system (cmciii,codman). The energy devices used for liver mobilization and lymph node dissection included harmonic (ethicon endo-surgery), enseal (ethicon endo-surgery), and a competitor ligasure (medtronic) vessel sealing systems; however, these were not used for liver parenchymal transection. Reported complications included pleural effusion (n=?), ascites (n=?), biliary leak (n=?), intraabdominal infection (n=?), and surgical site infection (n=?). In conclusion, although monopolar devices have an excellent hemostatic ability, they might damage the remnant liver. The use of monopolar devices can be one of the factors that increase the frequency of complications.